Event description:
In 2008, according to the attorney letter, the tube on the medical device ruptured necessitating emergency surgery. In addition to having the ruptured device removed, the pt had to be treated for a resulting infection, and have another vascular access catheter placed. No further info is available at this time.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A complaint history review showed no other similar prod complaint file(s) from this lot.